Manufacturer narrative:
The customer reported that the device did not discharge energy as expected during a cardioversion procedure. There was no report of negative pt impact. Philips evaluated the device, but could not reproduce the reported symptom. The device passed all performance verification and standard testing and was returned to service. The root cause could not be determined because the symptom could not be reproduced.

Event description:
The customer reported that the device did not discharge energy as expected during a cardioversion procedure. There was no report of negative pt impact.